Manufacturer narrative:
Investigation summary: it was reported that the needle was found in the packaging with debris. To aid in the investigation, one sample in an opened packaging blister connected to a 3ml syringe and five photos were provided for evaluation by our quality team. A visual inspection was performed with a 10x magnifier lens. The needle tip has residues of lubricant used in the equipment assembly line. No other defects or imperfections were observed. The five photos provided show the sample received. This defect could occur if after performing an equipment repair or maintenance the proper cleaning was not performed. A device history record review was completed for provided material number 305180, lot number 0202386. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Verification of the assembly line was performed. The different fixtures and touching points were checked for cleanliness and everything was clean. No areas were observed to have any residues of grease or any other material. To date, there have been no other similar events reported for this lot. The sample was shown to associates for awareness. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd¿ blunt fill needle experienced foreign matter in the device cannula. The following information was provided by the initial reporter: needle found in package with debris. End user open the package to use and found debris on the needle.